Event description:
It was reported that the patient experienced a loss of therapeutic effect and impedance readings >4000 ohms on some of the unipolar and bipolar pairs. The patient fell twice approximately six months prior to the change in therapy. Additional information indicated that reprogramming was attempted, but did not restore therapy. Follow up information obtained indicated that the patient had revision surgery performed and x-rays were taken at the time of surgery but showed no anomalies. High impedances were still seen with a new battery, so the lead was also replaced. The issues were resolved and the patient outcome was reported as no sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3889-28 lot#: v365060 implanted: (B)(6) 2009 explanted: (B)(6) 2012; programmer model: 3037 serial#: (B)(4).